Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was located to physical damage to j2 pin 8.

Event description:
It was reported the customer requested service due to bent pins in the battery pca. There was no patient involvement.